Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited noise oversensing and high, out of range pacing impedance. Pacing inhibition was also noted. No intervention was done. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145796.